Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage on the electronic and motor assemblies. They were unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The pump had cracked case at lcd window corners and battery tube threads. The pump was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 238 mg/dl at the time of incident. The customer stated that the pump alarmed button error right after the pump was exposed to moisture. The pump was in her bra and she was sweating. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.